Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -10.00/2.5/112 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed.the lens remains implanted. Cause reported as other. Device did not fault o perform as intended. "There was a misunderstanding about alignment." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).